Event description:
A caller reported a malfunction on the pump, specifically a malfunction code labeled as malf 0, and confirmed there were no notable events occurring prior to the malfunction. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support decided to replace the malfunctioning pump, and the customer was informed that a replacement pump with updated software would be sent. The customer acknowledged receiving instructions on how to use alternate manual insulin therapy and return the faulty pump within 10 days using prepaid shipping.